Event description:
Hosp staff stated that a spacelabs 91496 module did not alarm when a pt experienced a vtach condition. The pt was under dnr (do not resuscitate) orders, and died after the event. The monitor did alarm for vfib and asystole conditions and recorded these conditions to a corresponding strip.

Manufacturer narrative:
Spacelabs review of the 91496 module configuration showed that the vtach or run alarm was turned on, but that recording for these occurrences was shut off. As a result, there should have been an audio and visual run alarm when the pt was experiencing a vtach condition, but no auto recording. As the pt's condition deteriorated, the module did alarm properly for vfib and asystole conditions. Our investigation into this event is continuing. We will provide an update with our final investigation results.